Event description:
Pt with end stage heart failure had datascope in place to maintain heart function. Datascope alarmed. Datascope line found with blood in line. Line pulled balloon was ruptured. New datascope inserted. Pt later died of heart failure. Original datascope place four or five days before.